Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was removed and replaced. The voltage on ps1 power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.